Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a taxus express2 3.0x32mm drug eluting stent to the 80% stenosed lesion located in the extremely calcified and extremely tortuous mid right coronary artery (rca), but was unable to cross the lesion. The stent delivery system (sds) was removed intact and a buddy wire was used to try to implant the taxus in the rca, but they were still unable to cross the lesion. Upon removal of the sds, the proximal edge of the stent caught on the guide catheter and stripped the stent off of the balloon and wire position was lost. The dislodged stent was located in the proximal rca via angiography. The physician re-engaged the guide catheter and the guide wire past the stent, but attempts to crush the stent were unsuccessful. The patient was referred for saphenous vein grafting (svg) to the distal rca and svg to the ramus artery, nonemergently. The patient was stable past procedure and will remain on heparin until the surgery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.